Event description:
It was reported that boston scientific technical services was contacted to evaluate system data as it was indicated that the device had been exhibiting inappropriate minute ventilation (mv) rate response. It was discussed that the mv sensor was most likely impacted by an underlying right atrial (ra) lead integrity issue. The physician programmed the mv sensor off and is continuing with remote monitoring. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services was contacted to evaluate system data as it was indicated that the device had been exhibiting inappropriate minute ventilation (mv) rate response. It was discussed that the mv sensor was most likely impacted by an underlying right atrial (ra) lead integrity issue. Information has been requested regarding the event resolution, but has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported.